Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. As the batch number is unknown a review of the manufacturing records could not be carried out. The root cause will be documented as anticipated procedural complication because the reported events are a known potential adverse event of the procedure noted within the directions for use. A CAPA has been initiated to address this issue.

Event description:
Same case as 2134265-2008-01205. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The physician placed 2 taxus express2 drug eluting stents, unknown sizes, to the proximal to mid left anterior descending (lad) artery. No patient injuries or complications were reported. Three hours post implantation a thrombosis occurred. A 3.0x28mm liberte' bare metal stent was then placed between the 2 previously placed taxus stents. The patient was brought back again at an unspecified time, for placement of another taxus stent, unknown size. An intra-aortic balloon pump (iabp) was eventually placed. Additional information regarding this event has been requested.